Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a planned (non-emergency) procedure which got delayed because they waited for the installation of the os and app of the ipc. The philips field service engineer (fse) inspected the system onsite and found that the geometry movements were lost after power failure. Analysis of log files showed communication problems with the geoipc, which confirmed the malfunction. Upon troubleshooting, fse found that after the power outage the os and app of the geoipc got corrupted. To resolve the issue, fse re-installed the os and app of the ipc. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's geometry movements were lost after a power outage. The device was in clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.